Manufacturer narrative:
The serial number of the device was requested but was not provided, therefore the expiration date, manufacture date and device unique identifier (UDI) are unknown. Approximate age of device: the serial number of the device was requested but was not provided, therefore the age of the device is unknown. Manufacturer's investigation conclusion: the reported event of no external power alarms while on the mpu was confirmed based on the information recorded in the log file provided by the customer. The log files contained 28 days of data. The information recorded on 29mar2018 revealed that the system was powered by an mpu. There was a no external power alarm recorded on (B)(6) 2017. The associated voltage levels indicated that mpu power was lost during this time. There were additional no external power alarms on the same day. These alarms appeared to be due to both the white and black power cables being disconnect simultaneously. The system was reconnected to battery power and the alarms cleared. Pump support was not affected and the system was powered by the external backup battery during the events multiple attempts for further information, including the mpu serial number, were sent to the customer; however, nothing was provided. The patient remains ongoing on vad support and no further issues have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient¿s log file was submitted for review due to a no external power alarm. During the analysis, no external power alarms were observed that occurred while the patient was connected to the mobile power unit (mpu). The issue seems to be an issue with the power cord coming loose. There were no other unusual events seen within the log file. No further information was provided.